Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found that telemetry was lost due to an integrated circuit anomaly.

Event description:
This report is to advise of an event observed during analysis.